Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2020, this patient underwent endovascular treatment for an abdominal aortic aneurysm and right iliac aneurysm and was implanted with gore® excluder® aaa endoprosthesis. The delivery catheter of a trunk ipsilateral leg endoprosthesis was attempted to insert into a 16fr gore® dryseal flex introducer sheath, however the delivery catheter was unable to be advanced within the sheath. The 16fr sheath was withdrawn from the patient and set aside, and 18fr gore® dryseal flex introducer sheath was used to advance and successfully deploy the trunk component. An aortic extender endoprosthesis was then advanced and deployed to extend coverage of the proximal neck and during deployment, the endoprosthesis moved about 7 mm proximally and unintentionally covered the left renal artery. The physician corrected the position of the endoprosthesis using a guide wire and a balloon catheter, and placed a metal stent in the left renal artery. The patient tolerated the procedure.